Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference mfg. Report no. 2015691-2019-04232. The esheath was returned to edwards for evaluation. Visual inspection revealed the following: the sheath shaft damage approximately 6¿ from the distal tip and approximately 2¿ in length, liner bunched on distal end, circumferential liner delamination from distal tip, and the marker band is intact (attached to delaminated liner). Functional or dimensional testing was not performed due to the nature of the complaint. During manufacturing per procedure, the sheath shaft components are 100% visually inspected. During manufacturing procedure, the sheath shaft components are 100% visually inspected for any damage. During procedure sheath final inspection the devices are inspected for damage. In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. During pv, work orders are verified per procedure. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The work order can only be released if all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues related to the event. A lot history review did not reveal any other similar complaints related to this event. A lot history review did not reveal any other similar related events for this reported event. A review of the complaint history from november 2018 to october 2019 for edwards esheath (all models and sizes) revealed other similar returned complaints for the reported event. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient and/or procedural factors contributed to the event. A review of the complaint history revealed that that the occurrences rate did not exceed the october 2019 control limits for the event. The esheath IFU, the commander delivery system IFU, the device preparation manual and the procedural training manual was reviewed. The IFU instructs that prior to the delivery system removal to completely unflex the delivery system, ensure the flex tip is over the triple marker, ensure the balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. In addition, the procedural training manual provides guidance on if the delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo, and if post-dilation needed, use a new delivery system. Based on the review of the ifus and the training material, no deficiencies were identified. The complaint for was confirmed based on visual inspection of the device. Review of lot history, DHR, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, ¿physician noted a high resistance forces through the sheath, so the balloon of the delivery system got stuck at the distal part of the esheath.¿ the patient¿s access vessel was noted to have mild calcification and tortuosity, which can interfere with the coaxility between the delivery and sheath tip. This can then cause the delivery system to catch on the sheath. Excessive force and manipulation would likely be applied to counter the resistance, which can lead to delamination of the sheath tip. In addition, the returned delivery system was observed to have a torn crimp balloon, with the inflation balloon bunched and the balloon wings flared out. The flared balloon wings indicate that they likely caught on the sheath tip as well, which can also contribute to sheath liner delamination as excessive force and manipulation were applied to remove the devices. In this case, available information suggests patient (calcification/tortuosity) and/or procedural factors (excessive force and manipulation/withdrawal of torn balloon) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined. No IFU/training manual/labeling inadequacies were identified. The occurrence rate did not exceed the october 2019 control limit for the applicable trend category; therefore, no corrective/preventive action nor pra is required at this time.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During manufacturing per procedure., the sheath shaft components are 100% visually inspected. During manufacturing procedure, the sheath shaft components are 100% visually inspected for any damage. During procedure sheath final inspection the devices are inspected for damage. In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. During pv, work orders are verified per procedure. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The work order can only be released if all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues related to the event. A lot history review did not reveal any other similar complaints related to this event. The complaint for was unable to be confirmed and the occurrence rates did not exceed the applicable trending control limit for october 2019. Available information suggests that patient and/or procedural factors may have contributed to the event. The esheath IFU, the commander delivery system IFU, the device preparation manual and the procedural training manual was reviewed. The IFU instructs that prior to the delivery system removal to completely unflex the delivery system, ensure the flex tip is over the triple marker, ensure the balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. The complaint was unable to be confirmed as the device was not returned and no imagery was provided. Review of lot history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, ¿physician noted a high resistance forces through the sheath so the balloon of the delivery system got stuck at the distal part of the esheath.¿ the patient¿s access vessel was noted to have mild calcification and tortuosity, which can interfere with the coaxility between the delivery and sheath tip. This can then cause the delivery system to catch on the sheath. Excessive force and manipulation would likely be applied to counter the resistance, which can then lead to delamination of the sheath tip. In this case, available information suggests patient (calcification/tortuosity) and/or procedural factors (excessive force and manipulation) may have contributed to the complaint event. No manufacturing non-conformance was identified during the evaluation. No IFU/training manual/labeling inadequacies were identified. A review of complaint history data for october 2019 revealed that the complaint occurrence rate did not exceed the control limit for the trend category. Therefore, no corrective/preventive action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate during withdrawal and post deployment of a 29 mm sapien 3 valve in the aortic position, high resistance force through the esheath was noted.  The balloon of the delivery system got stuck at the distal part of the esheath.  Delamination of the esheath liner was suspected and it was noted that the atrion-syringe was filled with blood.  It also appeared that the delivery system balloon had torn. After unsuccessful attempts and maneuvers to retrieve the delivery system and the sheath from the patient, a decision was made to proceed with surgery to extract the system to prevent irreversible consequences or any other damages. Of note, two days after the procedure, the patient was discharged. The patient¿s minimum luminal diameter (mld) measured 8.6 mm. The vessel was mildly calcified and mildly tortuous.